Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa) the clip continuously opened. Troubleshooting was performed however efaa failed again therefore the clip was removed. One clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa could not be confirmed via returned device analysis. Additionally, the gripper lever latch and a gripper lever cap (no tactile marker) were found detached from the dc handle. One tab of the gripper lever cover was observed to be broken. The steerable sleeve was observed to be kinked at two locations. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported clip open during efaa could not be determined. The observed detached gripper lever cap and the broken gripper lever cover tab appears to be related to user technique of operating the gripper lever. The detached gripper lever latch was a cascading effect of detached gripper lever cap. A cause of the observed kinked steerable sleeve could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.